Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell 3 of 4. The caregiver (cg) stated that the supply line was broken at the connection to the supply bag and the bag leaked onto the floor. The technical service representative (tsr) advised the home patient (hp) to start over with new supplies. There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. A leak is known cause of the alarm. The cause of the broken connection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.